Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was further reported that there were intermittent impedance readings, oversensing with short ventricle-ventricle (v-v) intervals, and noise exhibited with the rv lead. A lead fracture was suspected, and subsequently, the rv lead was extracted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency department with complaints of hearing an audible tone. An interrogation revealed the right ventricular (rv) lead triggered an alert for measured high impedance. The lead remains in use. No patient complications have been reported as a result of this event.